Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: a vena cava filter was placed secondary to deep vein thrombosis and bilateral pulmonary embolism. Ten years seven months post deployment, CT angiogram noted a 3cm by less than 1mm linear metallic density at the apex of the right ventricle that was also seen on CT abdomen two and half years earlier. Two weeks later, consult mentioned the filter splintered with struts protruding through the inferior vena cava, perforation into the right ventricle apex and with the duodenum, right ureter and right lateral wall of the abdominal aorta. It is also noted that patient has developed epigastric pain with radiation to the back and mild chest pain. Ten years eight months post filter deployment, the filter/limbs were removed through a complex surgical procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava, filter strut(s) perforated into organs, and a detached filter strut embolized to the right ventricle. The filter was removed; however, the detached filter strut remains in the patient. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. A vena cava filter was placed secondary to deep vein thrombosis and bilateral pulmonary embolism. Approximately ten years seven months post deployment, a computed tomography (CT) scan noted a 3 cm by less than 1 mm linear metallic density at the apex of the right ventricle (rv) that was also seen on a CT scan of the abdomen two and half years earlier. Approximately two weeks later, consult mentioned the filter splintered with struts protruding through the inferior vena cava (ivc), perforation into the rv apex and with the duodenum, right ureter and right lateral wall of the abdominal aorta. It was also noted that patient has developed epigastric pain with radiation to the back and mild chest pain. Approximately ten years eight months post filter deployment, the filter and limbs were removed through an open surgical procedure. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore the investigation can be confirmed for limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date 12/2008); (device manufacture date 12/2005).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava, filter strut(s) perforated into organs, and a detached filter strut embolized to the right ventricle. The filter was removed; however, the detached filter strut remains in the patient. The current status of the patient is unknown.